Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported alcohol tank connection issue could not definitively be determined, however, the issue was likely the result of damage to the alcohol connector lock lever during user handling/mishandling, such as a strong impact applied to the lock lever due to hitting a hard object, etc., or due to the repeated accumulation of stress. The event can be detected/prevented by following the instructions for use which states: chapter 3. Inspection before use¿ 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation, but the customer's allegation was confirmed after inspection from an olympus field service engineer. An olympus fse went onsite and replaced the device's lid, required labels, and the alcohol lock connector and bottle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoscope reprocessor had a cracked lid and the alcohol bottle cap needed to be replaced. The issue was found during an unspecified event. There were no reports of patient harm.